Event description:
The patient needed the belmont for rapid transfusion of blood products. The canister was primed with 250ml normal saline (ns) then added fresh frozen plasma (ffp) and packed red blood cells (prbcs), and transfused into the patient at rate of 500 ml/min (patient was hypovolemic from operative bleeding, blood pressure (bp) approximately 85 systolic). After about a minute or two, the patient developed profound hypotension to bp systolic 40's with tachycardia 130. The belmont could not be stopped as the patient was bleeding rapidly and needed the blood products. The patient was medically managed with pressors; hypotension eventually resolved. When going to change to a new belmont after 4 hours, (the patient was stable with more controlled bleeding and bp 140 systolic), the patient again had a profoundly hypotensive (to 40s systolic) episode with bolus rate. This was the first episode we have seen with refractory hypotension during bolusing of blood products through the belmont. We have since seen 4 other instances this during surgeries involving large blood losses or hemorrhage due to injury. A few months before we noticed this phenomenon, the belmont company redesigned the large reservoir disposable system used to administer blood products and fluids. After reviewing the patients involved, 4 of the 5 were receiving acei (angiotensin converting enzyme inhibitor) meds pre-op. We met with the belmont rep and engineers and have conveyed our concerns that this might be a bradykinin related reaction with the newly re-designed filters that appears to only mainly with patients on acei.